Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Note: manufacturer made several attempts to contact customer to ensure the replacement strips resolved the initial concern - unable to establish contact with customer.

Event description:
Consumer reported complaint for physical defect of test strips. Customer stated that some of the test strips were bent at the end where the blood is applied. The test strip lot manufacturer¿s expiration date is 02/28/2022. Customer stated that she has been using the test strips since (B)(6) 2021. The customer feels well and did not report any symptoms. No medical intervention related to the use of the product was reported.

Manufacturer narrative:
Sections with additional information as of 02-mar-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-009: use error caused or contributed to event.